Event description:
It was reported that 20 bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology had broken needles. The following information was provided by the initial reporter, translated from portuguese to english: I sent this e-mail to complain about batch 2019488 of the several 4mm needles in a box that came crushed and/or broken. Before placing and during application.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6).

Event description:
It was reported that 20 bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology had broken needles. The following information was provided by the initial reporter, translated from portuguese to english: I come through this e-mail to complain about batch 2019488 of the 4mm needle box that came several with crushed and/or broken needles. Before placing and during application.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photo provided. The customer returned an image of the 32gx4mm pen needle. The customer reported broken and crushed needles. The image was examined, and it was observed that the patient end of cannula was broken, as this was the only photo regarding the cannula received, damaged cannula (crushed) is unconfirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was unable to duplicate or confirm the customer¿s indicated failure of damaged cannula (crushed). The root cause of the patient end of cannula damaged/crushed cannot be confirmed as no sample was returned.